Manufacturer narrative:
Note: product reference 4433842 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite babyport s set sil 6f IV reference 4433842 from batch 37020094. Device history record: batch record file number 37020094 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on this batch released in november 2023. Summary of investigation: x-ray pictures and clinical reports were transmitted. The involved device and the completed form "request for information, access port incident" were transmitted for investigation. -transmitted information analysis: the device was implanted on the (B)(6) 2025 via the jugular vein. The impacted device was explanted on the (B)(6) 2025. So, the device was implanted during around 2 months. X-rays picture review: the first x-ray picture was taken just after the implantation: the connection ring and the catheter are well connected to the access port housing. The second x-ray picture was taken after the incident occurrence: the connection ring is well connected to the access port housing. No catheter is visible at the exit of the access port housing. A long segment is only visible into the right ventricle of the heart. It corresponds to the segment that has migrated. According to this x-ray picture, we can hypothesis that the rupture occurred under the connection ring. Visual inspection of the returned device: the access port housing, the connection ring, and the catheter were returned for investigation. The catheter was received in two separate pieces: one segment, approximately 1 cm long, remained connected to the exit cannula of the access port housing, while the other segment measured about 10 cm. The catheter rupture occurred at a level where the connection ring is placed during the implantation period. Pliers marks are visible on the connected catheter's segment and on the exit cannula of the access port housing. The rupture facies is partially irregular with cut clear aspect on each opposite facies. This means that the material was damaged during the implantation procedure, probably while mounting the catheter on the exit cannula, leading to the complete fracture after around two months implantation. Dimensional measures: the below dimensions were verified on the returned sample: outer and collar diameters of the exit cannula, outer and inner diameters of the catheter, inner diameter of the connection ring, all the measured dimensions are compliant with the defined specifications. Raw material historical review: the batch records of the catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. All raw materials used for the manufacturing were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause: the incident is due to mechanical damages made on the catheter by using tools during the implantation procedure. Indeed, the damage is located on the catheter's section normally protected by the connection ring after implantation and tool marks are visible on the rupture facies. Patient movements and respiratory activity have exacerbated this initial damage, ultimately leading to catheter rupture and migration toward the heart. Also, the fact that this event happened after a short implantation period (=two months) reinforces this conclusion. The IFU specifies several recommendations to avoid this type of complication. Conclusion: the catheter has been damaged by a tool/forceps during the implantation procedure. This type of incident is a known and well documented potential adverse event of the implantation of access ports. This is a rare incident. The incident is not imputable to the device; no corrective action is envisaged as IFU already gives recommendations to avoid this type of incident.

Event description:
"The patency test of a davi shows that there is no longer any reflux. A radiological examination reveals that the davi catheter (inserted on (B)(6) 2025) is broken and that the piece has migrated to the right atrium of the heart. No extrasystole and the ECG is normal. The catheter was removed on (B)(6) 2025 and the broken davi was replaced on (B)(6) 2025." "Proven consequence: surgical intervention not originally planned."

Event description:
"The patency test of a davi shows that there is no longer any reflux. A radiological examination reveals that the davi catheter (inserted on (B)(6) 2025) is broken and that the piece has migrated to the right atrium of the heart. No extrasystole and the ECG is normal. The catheter was removed on (B)(6) 2025 and the broken davi was replaced on (B)(6) 2025." "Proven consequence: surgical intervention not originally planned."

Manufacturer narrative:
Note: product reference 4433842 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite babyport s set sil 6f IV reference 4433842 from batch: 37020094. Device history record: batch record file number: 37020094 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on this batch released in november 2023. Summary of investigation: x-ray pictures, the completed form "request for information - access port incident" (sa-fr02-m-5-4-01-000-6-d-en) and the complaint sample were returned for investigation. The returned device was received on the 3rd of november 2025 and its analysis is still ongoing. Raw material historical review: the raw material used for the catheter batch included in the device kit was verified. The incoming quality controls were within the defined specifications and no abnormality was detected. Manufacturing process review: visual inspections and dimensional inspections are performed during our manufacturing process. No discrepancy in our manufacturing process that could lead to this type of defect was observed. Root cause & conclusion: the investigation results will be transmitted under the follow-up report referenced 9612452-2025-00052-fu1 after sample examination.